Event description:
Complainant alleged that the medics were treating a patient (age unknown) who had suffered a full cardiac arrest on a sportfishing boat. The stat pad multi-function electrodes were placed in the anterior and posterior positions and the medics attempted to monitor the pt's heart rhythm, but the device displayed a "check electrodes" message. The medics checked all connections, and all appeared securely attached. The medics then applied a second set of pads on the pt and successfully monitored the pt's heart rhythm. The pt subsequently expired.